Event description:
On (B)(6) 2011 it was reported that the pt had been experiencing an intermittent surging sensation for the past two weeks. There was no known accident or incident related to this complaint. The pt planned to keep a detailed event log when the sensation occurred. Additional info received reported that 9 electrode combinations with electrode 10 had impedances above 40,000 ohms, and the other combinations with electrode 10 had impedances in the 29,000 ohms range. The pt was not programmed to electrode 10, but experienced intermittent surging stimulation when the implantable neurostimulator (ins) was palpated. No pocket stimulation was felt. It was reported that the hcp took an x-ray of the ins and extension area and it looked like it was seated properly. It was later reported that the hcp planned on replacing the ins on (B)(6) 2011. Additional info received reported that the battery was explanted on (B)(6) 2011. The battery still read greater than 10,000 ohms on the #10 electrode. The 8-15 lead was removed, cleaned and reinserted. After this, all electrodes except #11 read greater than 10,000 ohms. A new battery was implanted and all impedances were perfect. The pt was doing great and receiving good coverage, and reported no new surging.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the neurostimulator found no significant anomaly. Foreign material was observed under the connector module cover and in the connector ports. Access hole adhesive was okay. Grommet(s) were found to be loose/missing. Telemetry was okay and good stable output was measured on the electrode pairs the neurostimulator had when received. The device tested okay when pressure was applied to the can, and the device passed the automated test console.